Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a failed flow test. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition; tamper seals were intact. There was evidence of the error recorded in the event history log. The customer reported problem was verified.?running three accuracy tests, the pump was found to be over delivering (slightly) to the manufacturing specifications. It was recommended to have the expulsor trimmed as corrective action in order to bring the delivery into more nominal of a range to meet manufacturing specifications for accuracy. The root cause of the reported problem is unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).